Event description:
The device displayed eri and prompted the user to take a ram dump and reinitialize. At the last check, a few months ago the time until eri was 11 years. Following the reinitialization, the time until eri displayed 0 yr 0 months. 4/29/2015 -update: the representative called back after the reinitialization and noted that the device still showed eri. Another ram dump was taken and a reset was performed. This took the device out of eri.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The data received for analysis was inspected. The analysis revealed that the battery status ¿eri¿ resulted from the detection of an invalid memory content on (B)(6) 2015. The error was corrected during the follow-up on (B)(6) 2015 and the ¿eri¿ state rectified. In summary, the device was not returned for analysis. The clinical observation resulted from the detection of an invalid memory content which was corrected during the follow-up on (B)(6) 2015. The review of the quality documents confirmed a regular device manufacturing.